Event description:
A patient was implanted with zipfix on (B)(6) 2012. After the procedure the patient experienced bleeding complications. The surgeon thought the internal mammary artery (ima) was damaged. The patient was returned to o.r. Later that evening for removal of hardware. The surgeon inspected the ima and concluded that there was no damage. The patient was coagulopathic and bleeding in the soft tissues of the intercostal spaces around the zipfix ties. The surgeon removed the zipfix and revised patient with wires. This is report 1 of 5 for the same event. MFR report numbers: 1719045-2012-00207; 1719045-2012-00208; 1719045-2012-00209; 1719045-2012-00210; 1719045-2012-00211.

Event description:
A patient was implanted with zipfix on (B)(6) 2012. After the procedure, the patient experienced bleeding complications. The surgeon thought the internal mammary artery (ima) was damaged. The patient was returned to operating room later that evening for removal of hardware. The surgeon inspected the ima and concluded that there was no damage. The patient was coagulopathic and bleeding in the soft tissues of the intercostal spaces around the zipfix ties. The surgeon removed the zipfix and revised patient with wires. This report is #1 of 5 for the same event.

Manufacturer narrative:
Device used for treatment. Device history record review revealed no anomalies.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.